Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined. The instructions for use (IFU) identifies neurological deficits as potential complications associated with use of the device.

Event description:
It was reported that coil embolization was performed as treatment of a large left carotid-ophthalmic aneurysm. After positioning the 5th coil in the aneurysm, the coil unexpectedly detached, leaving a portion of the coil in the lumen of the carotid artery. An attempt was made to retrieve the coil with a gooseneck snare; however, it was unsuccessful and the coil segment was unable to be pushed back into the aneurysm. An internal occlusal test of the left internal carotid was performed, which demonstrated flow by the lateral carotid. The decision was made to occlude the upstream and downstream left internal carotid artery. Upon awakening post-procedure, the patient had hemiplegia and major disorder of consciousness. An angioscan revealed cerebral edema reaction and intracranial hypertension. A decompressive craniectomy was performed, and the patient was transferred to neurointensive care under deep sedation. The prognosis of the patient is uncertain.

Manufacturer narrative:
Additional/correction information was received on 9/8/2017. It was reported that it was the 3rd coil, not the 5th as originally reported. Multiple attempts were made to reposition the coil, then the coil detached. The pusher was returned for evaluation. The heater coil was noted to be collapsed. The resistance measured high and out of specification. The distal black pet was removed, and the green lead wire was broken from the solder joint. There was no monofilament found in the pusher. The pusher was noted to be stretched distal to the attachment bond. Based on the evaluation and information provided, the complaint of a detached implant can be confirmed. The root cause is unknown, as the implant was not available; however, the returned device segment exhibits evidence of being subjected to forces that exceeded its design specifications, possibly caused during the multiple attempts to reposition the coil.